Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and several bubbles were observed in the tubing that run across the top of the cassette. No patient consequences were reported. No adverse effects were reported.